Event description:
Infant on bilisoft phototherapy blanket, large pad. Pad cover has ties on the back to help keep blanket around infant. This is a small, wiggly infant. After a lab draw, rn went to rewrap infant and noticed the ties of the bilipad cover were around the infant's neck. Rn quickly untied and tucked ties behind the pad. Infant then swaddled in biliblanket with just swaddling blankets. Parents came into nursery shortly thereafter to pick up infant and were notified of the event and to not use the tie straps. Parents understanding. Infant had been wiggling and crying, but was never compromised oxygen wise. Color was pink and infant active. This could have been a worse situation. Recommend to not use straps and to cut them off of biliblanket pad covers for future use.